Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and pump error 25 was confirmed in the long trace; the power loss alarms after the power error 25. Detailed trace analysis confirmed the pump alarmed low battery and then the power alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was returned with minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that a power loss alarm was received on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting advised customer to replace battery and wait 10 minutes before installation of a new battery which customer did but alarm could not be cleared. Customer was advised that the device would be replaced and to return the product for analysis.